Event description:
At 1115 hrs, in 2003 the pt was administered a prescribed analgesic -morphine- via a pca pump. The pump was set to deliver 1.2 mg every hour with a lock out at 4.8 mg in 4 hours. At 1600 hours the pca pump began beeping and when checked it was discovered that the morphine syringe was empty and that all 30 mg of morphine had been delivered in the five hour interval. The investigation revealed no harm to pt. The pt was alert, vitals were normal, and no complaints of discomfort. The pt's physician was notified of the incident and asked that the morphine be discontinued. The pt was advised of the accidental overdose by the nurse manager. The pca pump settings had been set by the rn at 1115 hrs. And verified by the lvn to insure the settings were correct. The nurse manager verified the settings as correct when she checked the pump after the incident was reported at 1600 hours. A medication safety and quality report was completed by the nursing staff and forwarded to the pharmacy director who is responsible for medication safety. The pca pump was picked up from the unit by security and placed in the security's evidence room. The pump was a rental unit. The hosp clinical engineering section was asked to perform diagnostic testing on the pump to determine the cause for failure.